Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "defib disabled" and "pacer disabled" messages. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing power-cycle testing and functional testing without duplicating the report. Device logs showed repeated ac power toggling, pd resets, and defib/pacer failure messages. The ac power fluctuation likely caused the resets and defib/pacer disabled message, suggesting an intermittent connection with the auxiliary power supply. Investigation concluded no fault found with device, report was likely accessory related. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.